Manufacturer narrative:
Unit received with cracked end cap. Unable to perform displacement test due to cracked bottom endcap.

Event description:
The customer was reported via phone call that, the bottom of the insulin pump was coming off. The blood glucose was 210 mg/dl at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.